Event description:
Array adapter broke off while tightening case. Type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that "array adapter broke off while tightening." The event was not confirmed. Method & results: -device evaluation and results: a review of complaints in catsweb and trackwise related to p/n 112240, lot 19080913 shows 00 additional complaint(s) related to the failure in this investigation. -product history review: review of the device history records indicates 49 device(s) were manufactured and accepted into final stock on 12dec2013 and 01 device(s) were rejected. Review of qt13-12-0018 indicates the following: 01 device(s) were quarantined due to screw misplacement; the part was rtv. Product history review shows the nonconformance(s) did not contribute to the event alleged in this complaint. -complaint history review: a review of complaints in catsweb and trackwise related to p/n 112240, lot 19080913 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the exact cause of the event could not be determined because the product was not received. Corrective action/preventive action: no action is required at this time as there is no confirmed failure mode. H3 other text : product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Array adapter broke off while tightening . Case type: tha.